Manufacturer narrative:
Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event of positive culture could not be confirmed and a root cause could not be determined. The foreign material could not be identified. It is likely that the device could not be reprocessed appropriately and material could not be removed due to leakage from the biopsy channel. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additional findings include the following: water tightness was lost due to a pinhole on the channel tube, the root of the insertion section was wrinkled, the suction cylinder was shaved, the plug unit had corrosion, the objective lens was cracked, switch 1 did not work due to corrosion, switch 5 did not work due to corrosion on the switch box, and the universal cord / scope connector cover were dirty. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope tested positive for an unexpected contamination. The hospital's bacterial culture failed multiple times, and after carefully brushing the biopsy pipeline, rubber-like foreign objects fell off the pipeline. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.